Event description:
The complaint involved a 8" add-on set, bag spike w/clave® additive port, chemolock¿ port, dry spike adapter. The report states that bag spikes leaking when in use. The event occurred in multiple dates over (B)(6) just prior to infusion after being spiked with administration tubing and during infusion. The medication infusing at the time of event was cytarabine. The chemo did come in contact with the patient or healthcare provider. The chemo spill was cleaned up per facility protocol and spill kit was used. Photo of the actual defective item was provided. There was patient involvement, no adverse event but there was delay in therapy.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Initial reporter phone numbers (B)(6).